Event description:
It was reported that upon interrogation of the device, the eri/por (elective replacement indicator/power on reset) message was the only information available. The telemetry link was noted to be unstable. It was further reported the patient required transport to the hospital and, on the way, external defibrillation was initiated three times by emt. It was noted there was no pacing response with magnet placement. The patient had a temporary wire placed. Review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. If additional relevant information is received, a supplemental report will be submitted. It is not known if the device was explanted post-mortem. The cause of death has been requested, but has not been received.